Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Note: patient provided two lot numbers and did not specify which side was impacted. Therefore, a manufacturing record evaluation was performed for the finished device (B)(4) number, and no non-conformances were identified. Manufacturing date: 02/04/2015, expiration date: 02/01/2019. A manufacturing record evaluation was performed for the finished device (B)(4) number, and no non-conformances were identified. Manufacturing date: 09/08/2015, expiration date: 09/02/2019. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient who underwent primary breast augmentation surgery with a 225cc mentor smooth round moderate profile saline breast implant experienced non hopkins lymphoma post procedure. Patient¿s physician stated that she is in remission. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Patient provided the left and right sided implant information. Patient did not specify which side was impacted. Left catalog number 3501630. Left serial number (B)(4). Right catalog 3501630. Right serial number (B)(4).